Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomed reported the pt's death on (B)(6) 2012. The cause of death reported, "renal insufficiency. Possible pulmonary embolism. Hepatic failure. Still waiting on final autopsy report". Add'l info received from clinical consultant, on (B)(6) 2013, stated that there were no device alarms at the time of the event, the pt's inr was therapeutic at 2.5 and the pt had gram+ cocci which was treated with IV antibiotics from (B)(6) 2012. The pt was failure to thrive, right ventricle failure leading to hepatic failure and had no social support system. A palliative care consult was completed and the device was turned off. No other devices were associated with the event and no autopsy report is available. Upon investigation of the device, on (B)(6) 2013, thrombus was discovered in the lvad.

Manufacturer narrative:
The device was returned to the MFR. A cause for the reported event cannot be determined. Soft, red, unstructured deposition was present on the interior of both the inflow and outflow grafts, elbows and the body of the pump. This deposition was consistent with the reported event that the pump was turned off. In addition, a denatured thrombus formation was present surrounding the inlet bearings. The thrombus had laminated layers and appeared to have developed over an undetermined amount of time while the pump was in operation. However, a correlation between the thrombus and the reported event cannot be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our mfg procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the mfg process and the pump operated as intended. A review of the device history records revealed no deviations from mfg or qa specs. No further info is available at this time. The MFR is closing its file on this event.